Event description:
Additional information was received: it was reported that the 24 month follow-up revealed that the aneurysm diameter was 56mm. It was reported that there was an unknown endoleak observed. The patient will be monitored.

Event description:
Additional information received reported that the physician commented that it was unknown whether the gastrointestinal bleeding, that was the cause of the patient death, was related to the device. The cause of the gastrointestinal bleeding was assessed, by the physician, to be unknown. The gastrointestinal bleeding was assessed by the investigator to be not related to the procedure.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 4.8 cm thoracic aortic aneurysm approximately 19 months ago. The proximal aorta was 23 mm in diameter. There was mild calcification in the proximal neck, distal neck and the iliac arteries. A distal type 1b endoleak was discovered 10 days post implant and the aneurysm measured 5 cm in diameter. One month later, a talent thoracic stent graft (tw2824c113xj) was implanted to resolve the endoleak and the patient was fine. Nine months later, a type ii endoleak was confirmed during the one year follow-up. No intervention was performed and the aneurysm measured 5.1 cm in diameter. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (calcified neck and iliac arteries, type ii endoleak). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (calcified neck and iliac arteries, type ii endoleak).